Manufacturer narrative:
(B)(4). Evaluation summary: evaluation noted that the 2.5 x 18 mm mini vision stent delivery system (sds) was returned on a non-abbott guide wire. There was blood visible in the guide wire lumen, on the shaft, on the balloon and on the stent implant, suggesting that the device was loaded onto the guide wire and into the body. There was contrast noted on the shaft and in the inflation lumen, consistent with handling and preparation of the device. The balloon was also found to be loosely-folded, which may indicate that positive pressure may have been applied to the system at some point. The analysis confirmed the reported complaint as the stent was returned dislodged, but located on the distal taper of the balloon. The first two rows of the proximal end of the stent implant were found to be mangled. There were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The overall tip length was measured and met manufacturing specification. Although the outer dimensions of the stent were found to be slightly oversized and above the maximum specification, this was likely due to the noted damage and/or dislodgement, as it is expected that the stent may expand during travel over the balloon. In this case, as the stent was returned on the mini vision sds and the balloon was loosely-folded, this is inconsistent with the reported information that the stent dislodged in the anatomy and was retrieved with a smaller catheter. Therefore, a request for clarification was sent to the account regarding the state of the returned device and the account confirmed that the stent was likely placed back on the sds post-procedure. This likely contributed to the noted damage to the proximal end of the stent. Although no other information was provided regarding the state of the balloon, it is possible that the balloon was also inflated during handling after the procedure. In this case, as there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. It was also noted that the sds was delivered to the heavily calcified lesion without pre-dilatation (direct stenting), which may have contributed to the reported complaint. It should be noted that the instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. It is likely that an interaction with the heavily calcified lesion during an attempt to directly implant the stent likely caused the stent to become disrupted on the balloon and ultimately dislodge as a result. Based on the information provided and the analysis of the returned device, the reported failure to cross, stent dislodgement and noted damage appear to be related to operational context of the device and not a product quality deficiency. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. A review of the lot history record for the reported lot was performed and there were no nonconforming material record (ncmr) that could have contributed to the reported complaint. There were no ncmr issues initiated for lot release testing failures, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement/dislocation.

Event description:
It was reported that no predilatation was performed prior to the attempt to stent and that while trying to deliver the stent delivery system in the very difficult, heavily calcified lesion in the obtuse marginal, the stent implant dislodged from the balloon. A smaller dilatation balloon was advanced through the dislodged stent implant and was slightly inflated, successfully capturing the dislodged stent, which was able to be removed from the patient anatomy without issue. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.